Event description:
It was reported that the patient presents to ed (emergency department) with headache, nausea and confusion on (B)(6) 2024. Magnetic resonance imaging (MRI) scan on (B)(6) 2024 shows acute multifocal punctate cerebellar stroke and acute sah (sub arachnoid hemorrhage). According to the physician, the adverse events were related to retreatment of the aneurysm with stent/coil embolization on (B)(6) 2024. Cannot specify if it was related specifically to the subject stent or coils. The outcome was resolved without sequelae.

Manufacturer narrative:
This is 3 of 3 reports.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. This event is related to retreatment of the aneurysm with stent/coil embolization. The customer could not specify if it was related specifically to the stents and/or coils. Two neuroform atlas stents 3.0mm x 24mm were used in retreatment along with 6 stryker target tetra coils. No device malfunction was reported during the initial procedure. A probable cause of anticipated procedural complication will be assigned to this event. This appears to be an event where a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that the patient presents to ed (emergency department) with headache, nausea and confusion on (B)(6) 2024. Magnetic resonance imaging (MRI) scan on (B)(6) 2024 shows acute multifocal punctate cerebellar stroke and acute sah (sub arachnoid hemorrhage). According to the physician, the adverse events were related to retreatment of the aneurysm with stent/coil embolization on (B)(6) 2024. Cannot specify if it was related specifically to the subject stent or coils. The outcome was resolved without sequelae.